Event description:
It was reported that the patient exhibited signs of an allergic reaction from the implant site to the top of her head. The patient was scheduled for an allergy test but never returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Patient was scheduled for an allergy test.